Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had mold and oil on them. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Medical device lot #: 8150891. Medical device expiration date: 5/31/2023. Device manufacture date: 5/30/2018. Investigation summary: eight 10ml syringes were received. The samples were visually evaluated. Batch 8150891 (p/n 302995): one sample bag containing three open syringes. No foreign matter was observed on the barrel exterior and no defects observed. Batch 8150911 (p/n 302995): one bag containing one open syringe. Black fibrous in appearance foreign matter larger than level 3 in size was observed on the inside of the bag, on the barrel surface as well as on the opened package¿s top web near where it was ripped open. The foreign matter on the package had an oily stain around it, it was outside the fluid path. One bag containing one open syringe with needle. The barrel exterior had black fibrous-looking foreign matter attached larger than level 3 in size. The foreign matter was near the bottom of the barrel between zero line and 1ml. One bag containing one open and two loose syringe, no foreign matter was observed. A sample was submitted for fourier transform infrared analysis to better identify the foreign matter found. Analysis was performed on the dark material observed on the blister pack of a 10ml syringe. A small portion of this material was removed from the sample and prepared for spectral analysis. The spectral analysis shows that this material is most likely polypropylene. A review of the device history record revealed no irregularities during the manufacture of the reported lot #s. Potential root cause for the foreign matter defect is associated with the assembly process.

Event description:
It was reported that a bd syringe luer-lok¿ tip had mold and oil on them. There was no report of exposure, serious injury or medical intervention.